Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's right side primary tka was performed by one of surgeon's partners. Would not give the primary surgery date. Surgeon believed that the tibial base plate was loose. The primary tka used was a competitor navigation. The tibia was cut in varus and with too much tibial slope on the primary tka. The poly was removed with a small curved osteotome. After removing the poly, the tray was "super loose". The tibial tray was removed with ease. The tray had a good amount of cement on the posterior aspect of the tray, and had none on the anterior aspect. The surgeon removed the cement from the inside of the tibia bone and began tibia prep for an attune fb revision tray and stem 14x50. He cemented the new size 3 revision tray along with the stem. He achieved the balance he was looking for by trialing a size 5 curved fb insert trial 12mm thick. He then implanted the new size 5-12mm poly. Tibial loosening occurred from cement to implant interface. Cement manufacturer was from competitor. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.